Event description:
The following incident: morphine (1:1 concentration) was ordered at 0.5 mg every 7 minutes with a basal rate of 0.5 mg. The hourly limit should be 9.1, but the pump displays 9.5. The facility is concerned because they believe that the pt received extra medication due to the pump rounding up. There was no pt injury or medical intervention reported.